Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1314492-2021-02847. All information can be found under that manufacturer report number 1314492-2021-02847. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported device "failed downstream occlusion testing", which was reproduced. A review of the event history log identified 'fail downstream occlusion'. The reported condition was verified. The cause was determined to be a failing tubing guide, which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion testing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.